Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between march 22, 2024 ¿ march 25, 2024. H11: the device was received for evaluation. The device did not contain fluid in the bladder because the customer did not tighten the blue winged luer cap which allowed fluid from the infusor device to empty inside a bag that contained the infusor device. Visual inspection on the infusor unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow test was performed, and the flow rates were found to be within the product specification. Evidence of continuous flow of fluid was observed during the functional flow test. Based on the evaluation result, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The device was filled with 50ml of saline solution prior to patient use. The infusor had been stored in ambient temperature and not in frozen or refrigerated environment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.